Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter seemed too short, too tight, and too small in length for the patient causing some pain. It was also advised that there were items missing from the tray as well. The patient and dn are wondering if there was a mix up when the items were packaged.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst." The device was not returned.

Event description:
It was reported that the catheter seemed too short, too tight, and too small in length for the patient causing some pain. It was also advised that there were items missing from the tray as well. The patient and dn are wondering if there was a mix up when the items were packaged.